Event description:
It was reported that the terminal pin on this right ventricular (rv) lead was damaged during a normal device changeout procedure. The terminal pin separated from the lead body. The lead was connected to the header and remains in service. R-waves measure 8.5mv, thresholds are 1v@0.4msec, and impedances measure 548 ohms. Technical services recommended when the pulse generator is changed out in the future the lead may become non-functional with removal from the header. At this time, the lead remains in service. No adverse patient effects were reported.